Manufacturer narrative:
Additional information h3, h6 and h10: a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient was receiving an infusion of levophed with a spectrum iq pump ¿for tam>80¿, (to sustain their mean arterial pressure above 80). During the infusion, ¿the flow was increased from 28 to 40 cc/hr with no effect on the blood pressure¿. The spectrum pump was changed and "the flow rate was decreased rapidly to 12cc/hr". At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.